Manufacturer narrative:
This report was initially submitted following notification from a customer in france regarding a false positive esbl phenotype for escherichia coli while testing a urine sample using the vitek® 2 ast-n372 test kit (reference # (B)(4) , lot # 0221328404). For the investigation, the isolate was subcultured on columbia blood agar (cos bmx) and chromid cpse agar under o2 atmosphere. One (1) card of the customer lot (0221328404) and one (1) card of a random lot (0221277404) were tested. Vitek 2 gave a result of esbl on both lots and from both media tested. The false esbl customer¿s phenotype was reproduced in-house. The expected phenotype ¿high level cephalosporinase (ampc)¿ was confirmed by the reference method (disc diffusion) in-house. The difference observed between the esbl phenotype and the expected ¿high level cephalosporinase (ampc)¿ phenotype on both lots tested, is the value of ceftriaxone (cro). The phenotype disparity is due to the cro mic which is below (= 1 mg/l) the range defined for the ¿high level cephalosporinase (ampc)¿ phenotype in the advanced expert system¿ (aes). However, vitek 2 ast-n372 mic¿s for cro were in agreement with the reference mic. Vitek 2 lot 0221328404 met final qc release criteria, and passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of obtaining an false positive esbl phenotype for escherichia coli while testing a urine sample using the vitek® 2 ast-n372 test kit (reference # (B)(4), lot # 0221328404). Alternate test results: mast disc: ampc phenotype. Repeat testing cannot be performed. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.